Event description:
The cannula was inserted into the ivc by a combination of local right internal jugular cut down followed by fluoroscopic guidance of the cannula. The guidewire passed effortlessly into the ivc without any deviation whatsoever. The cannula also passed easily into the ivc and was secured in place. The cannula was functioning well. On the afternoon of the (B)(6) a clot developed within the circuit and this was cut out. A bolus of heparin was given. Shortly after giving the bolus of anti-coagulation she dropped her blood pressure. A bolus of fluid was given without improvement. An echo was performed and this showed a pericardial effusion.